Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part and lot number were not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to a material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. B3: date of event estimated. D4: the UDI is not known as the part and lot number were not provided. The additional device referenced in b5 is captured under a separate medwatch number.

Event description:
It was reported that the procedure was to treat a tortuous coronary artery. Two balance heavyweight guide wires were used, during advancement, slight rotations of the device were made and the device disconnected at an unspecified part. The physician removed the loose part of the guide wire from the anatomy in an unspecified way. There were no reported adverse patient sequela. No additional information was provided.